Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked parenteral nutrition through a small hole. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured on june 03, 2021- june 07, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the front side of the bag spike port sealed area. A magnified inspection verified a tear/hole defect area at the middle front of the spike port tube seal of the container causing a leak. The reported condition was verified. The cause of the condition could not be determined; however, the possible causes of product found nonconforming include faulty bag, damage sustained during transport or during customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.